Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to corroded keypad traces. Unable to perform rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests due to unresponsive buttons. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer's parent reported that the insulin pump alarmed button error. Customer's blood glucose level was 540 mg/dl. Customer corrected their blood glucose with an injection. The customer reverted to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.